Event description:
Boston scientific received information that this patient experienced a syncopal event and was inquiring about device functionality. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific patient services advocate instructed the caller to contact this patient's physician. No other adverse events have been reported. Additional information has not been received regarding the reported clinical observations and no other adverse events have been reported. This product issue will be updated if additional details are received.